Event description:
It was reported when the patient presented in a hospital, the left venticular (lv) lead was explanted and replaced. The lead was programmed off in 2012 due to high capture threshold and phrenic nerve stimulation. No further information is available at this time.